Event description:
It was reported that there was leakage of medication. It was not detected at the time of filling, but occurred during patient use at the facility. There was no reported patient harm.

Manufacturer narrative:
E1 phone number: (B)(4). B3: month and year of event have been provided, day is unknown. D4: expiration date and h4: manufacture date are unknown, no lot number was provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that complaint of leakage cannot be confirmed nor replicated. Upon further investigation a leak was observed from corner 2 of the cassette bag, there was no damage or anomalies observed. The probable cause is due to unintentional damage to the bag seam when closing the side panel during compounding. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.